Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9721110. In (B)(6) 2025, we received one used sample, the packaging was teared. It seemed that an issue occured during the packaging opening. This packaging was done at our tatabanya's site which investigate about this issue and conclude, no non-conformity in our production processes or in our work instructions were mentioned during this investigation. No root cause can be identified. Checking quality database revealed no anomaly in connection with the described problem. A similar case study was performed based on item acpxxx; defect: difficult to open the packaging from january 2021 to january 2025; 3 similar cases were found (B)(4). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the package was unable to be opened without compromising sterility. The physician opened a new one to resolve the issue.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, the package was unable to be opened without compromising sterility. The physician opened a new one to resolve the issue.